Event description:
It was reported that, after a right tka performed on (B)(6) 2020, due to extensive valgus, synovitis, and gonarthrosis in the right retropatellar, the patient experienced patellar pain on motion accentuated laterally with a sticky crunch and synovitis. Also, the patellar component was not located in the femoral notch. The patient underwent revision surgery on (B)(6) 2022 to replace knee components. The patient's outcome is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a right tka performed on (B)(6) 2020, due to extensive valgus, synovitis, and gonarthrosis in the right retropatellar, the patient experienced patellar pain on motion accentuated laterally with a sticky crunch and synovitis. Also, the patellar component was not located in the femoral notch. The patient underwent revision surgery on (B)(6) 2022 to replace knee components. Explants were not provided upon request.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that based on the information provided, its noted that patella resurfacing was not performed at the time of the tka. The root cause of the reported symptoms cannot be confirmed however, the retropatellar arthrosis/disease progression with the patella ¿not located in the femoral notch¿ contributed to the reported pain and led to the resurfacing of the patella. It should be noted; however, that the implantation of the retropatellar prosthesis does not represent a component mal-performance or failure. The patient impact beyond the reported symptoms, additional surgical procedure and inlay revision could not be determined, as the current patient status is unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, patient anatomy or abnormal loading of limb.. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.